Manufacturer narrative:
Results and conclusions: during analysis, the knife stalled at the first three staples. The fire shaft rotates freely, and there is no debris or staples that could interfere with the gears. No irregularities were observed on the reload. Reload was reset and fired without any issue. The root cause is undetermined. See scanned pages.

Event description:
Right colectomy. Reload was fired and only stapled about 50% on the distal end and did not cut at all. Anastomosis was hand sewn to complete the case.